Event description:
Procedure type: thoracic, pt sex: unk. Reportedly, while stapling the instrument opened instead of stapling, and a lesion of the parenchyma occurred. All the staples were retrieved from the parenchyma and a new instrument was used to complete operation. Incision and surgical time were extended as a result. However, no tissue loss and no blood loss occurred.